Manufacturer narrative:
Device could not be returned for eval and no conclusions can be made at this time. Review of records found no discrepancies with the production lot of implants.

Event description:
Contact reported that a concorde curve interbody cage was inserted at l5/s1. A portion of the cage fractured upon final impaction when pushing the cage anterior, across the disc space to the contralateral side for final positioning. The cage was in good placement and the surgeon decided to leave it in place. There was no adverse outcome for the pt and the implant remains in vivo. As a compromised implant was left in the pt an MDR is filed to document this event.